Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced loss of consciousness, shaking, and sweating. The customer was unable to self-treat and consulted with a healthcare professional (hcp) where blood analysis was done and intravenous glucose was administered for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned reader (B)(6) was investigated with retained test strips. Visual inspection was performed on returned reader and no issues were observed. Returned reader did not power on with button, strip, or universal serial bus (usb) insertion. The reader was connected to the computer and was not able to recognize by the software. The customer did not returned the adaptor and adc usb cable. Reader was de-cased and no issues were observed upon visual inspection. Retuned reader was placed into the reader pcba (printed circuit board assembly) test fixture and pressure was applied to the cpu (central processing unit). The reader was able to power on and observed battery to be charging. An extended investigation was performed to the returned reader. Visual inspection was performed on the returned reader and no damage was observed. The reader's battery was measured and the results were not within specification. A known good battery was used and attempted to power on the reader using button, strip and known good usb/charging cable. However, the device did not power on. Pressure was applied on the cpu and device powered on using all methods. Therefore, issue is confirmed to poor connection between the cpu and the pcba due to poor soldering. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is per report that the event occurred in the "beginning of june". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced loss of consciousness, shaking, and sweating. The customer was unable to self-treat and consulted with a healthcare professional (hcp) where blood analysis was done and intravenous glucose was administered for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.